Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that on literature review ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up.¿, 1 revision surgery was reported due to pain and elevated cobalt/chromium level while using bhr components.

Manufacturer narrative:
The following literature review: ¿study to assess the rate of adverse reaction to metal debris in hip resurfacing at a minimum 13-year follow-up¿, reported a hip revision surgery due to pain and elevated cobalt/chromium levels. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details were not received for investigation no thorough manufacturing record review or assessment of the reported event can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A clinical evaluation was not performed as smith and nephew has not received the explanted devices or adequate patient-specific materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Based on the information provided, factors known to contribute to the alleged fault include excessive physical activity levels and loosening of the components, increasing the production of wear particles, accelerating damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Attachments are being added to the MDR submission.